Event description:
It was reported that the anchor broke 4 weeks post-op. Ist surgery was on (B)(6) 2014. Another arthroscopy was performed on (B)(6) 2014 to remove the broken anchor and the case was completed successfully with another manufacturer's anchor.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. An invalid lot number was not provided so device history record review cannot be performed. Evaluation of the returned implant revealed the swivelock screw to be broken in half approximately at its midpoint. A small section of the distal rim (edge) is missing from the implant. On both halves of the anchor there is no obvious deformation or flattening of the threads and the parting line clearly visible on the threads crests. Peek eyelet was returned undamaged. While the event description describes the anchor as breaking 4 weeks post-op then being removed, the device is inconsistent with one that has undergone insertion, in-vivo time, then removal. Without additional information regarding the case, a cause is unknown. However, based on device evaluation the likely cause of the complainant's event was that the implant broke on insertion which could have been caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.